Event description:
It was reported that an air embolism occurred.the opticross hd imaging catheter was selected for ultrasound examination of an extremely calcified target lesion. During the procedure, an air embolism occurred after the second run. The original device was used to complete the procedure with no further patient complications.